Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure with a 7f sheath. Reportedly, after the lever was returned to its original position, there was significant resistance when attempting to remove the device. The foot was cycled many times without any issues and the device was titled towards the patient, ultimately, removing the device from the patient. A new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Factors that contribute to difficult to remove, include, but not limited to tissue or suture caught in foot, device interaction with patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.